Manufacturer narrative:
Additional manufacturer narrative -in 2009 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. An operative report, for 02/20/2009, was also received.the device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that the patient has expired, due to unknown reasons. The date of patients' death and implant duration are unknown. It is also unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. Information was learned through implant patient registry. The patient also had another patch implanted; please reference the other medwatch report filed under patient (for information regarding that device). Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. A device history record review is currently in process.